Event description:
It has been reported that there was a bend in the loop on this catheter. This was discovered before use. The event description provided by the customer is not indicative of a reportable complaint. However, upon receiving the complaint sample, it was noted that the tip of the catheter was separated from the shaft, which represents a reportable malfunction.

Manufacturer narrative:
The complaint investigation is still in progress. This report will be updated upon completion of the investigation process.